Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger/modem was unable to recognize a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor and the u13 processor were shorted on the bedside board. The cause of the inability to recognize the battery packs is the shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the battery pack was non-functional when placed in a monitor and charger. Upon evaluation, the fuse was open inside the battery pack. The open fuse was induced by the contaminated charger. No adverse event resulted from the defective charger/modem or battery pack.

Event description:
A u.s distributor contacted zoll to report that a patient's charger was not recognizing the battery packs.